Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1 to 5 on the proximal end of the stent appear undamaged. The remainder of the stent was damaged with struts pulled in a distal direction such that the distal end of the damaged stent extended 8mm distal of the device tip. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the left coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.